Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the priming and wouldn't deliver insulin. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that insulin does not come through the needle. Consumer does not re-use."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes returned to manufacturer on: 4/22/2020 investigation: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that insulin does not come through the needle. All returned pen needles were examined and one sample exhibited a broken non patient end of the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the priming and wouldn't deliver insulin. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that insulin does not come through the needle. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the priming and wouldn't deliver insulin. The following information was provided by the initial reporter: "consumer reported needle clog during priming, stated that insulin does not come through the needle. Consumer does not re-use."